Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. Review of the data file did show that the first four analyses the device categorized the patient's rhythm as ventricular fibrillation and advised shocks. For the other analyses, the patient's rhythm was below 200 microvolts and were below the threshold amplitude required for shockable determinations. Based on our review of the data, we have concluded that the analysis results were correct for the specific analyses in question and the device worked within the limitations of teh available technology. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) year old male patient, the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that the patient subsequently expired.